Event description:
Nurse pushed the insyte autoguard button and watched as the needle appeared to retract into the needle chamber. The needle chamber was set aside while the nurse finished the procedure. While cleaning up after the procedure a needle stick occurred due to a small portion of the needle (less than one cm) remaining exposed.